Event description:
Device 1 of 3. Reference MFR report #s 1627487-2013-00195 and 1627487-2013-00196. It was reported the patient's ((B)(6)) scs system was explanted. Although the devices were functioning and covering the patient's pain area, the resulting stimulation reportedly generated a new sensation in addition to his existing pain. The patient had previously undergone reprogramming in an effort to obtain effective relief, but later decided to have the system removed. The explanted devices will not be returned to the manufacturer.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.